Event description:
A complaint was received from a customer that stated when they used excel off brand reagent they received erratic results. A recent example was a result of 30 mg/dl and then a result of 171 mg/dl. These results were taken within minutues of each other and from separate finger sticks. This difference could be significant. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer did not have the requisite supplies to continue the testing. These will be provided and follow-up made.